Event description:
It was reported that the patient started smelling something burning coming from the controller, and noticed the charging port was melting. The charger cable was said to be broken. The device in question has since been discarded.

Manufacturer narrative:
According to the complainant the device was returned for investigation. We are unable to confirm the reported thermal event or determine its root cause until an investigation is complete.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to (B)(6). Model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k203768. Correction to h(4): device mfg date changed from unavailable to 6/16/2022.

Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.